Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 1.0.91. Cloud - smartphone operating system data not available. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type unspecified.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 60 mg/dl while wearing the pod between 1 and 4 hours. The patient reports they had consumed 3 ice cream bars and upon deactivating the pod their blood glucose levels had rose. The patient called the paramedics. Upon arrival of the paramedics the patient did not receive treatment. The patient was with the paramedics for 10 minutes. The patient did not go to the hospital.